Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with his device not functioning and experienced recurring urinary incontinence. Although the device continued to cycle, it was suspected that the cuff may have caused urethral atrophy or had been initially sized too small. Prior to explantation, a cystoscopic evaluation was performed, revealing a healthy urethra. Upon measurement, the patients urethra was found to be smaller than the original cuff size. As a result, the device was explanted and replaced, including the placement of a smaller cuff to better accommodate the patients anatomy. The procedure was completed successfully, and no further complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). On the other hand, the reported device allegation of mechanical issues and length of the device may have been due to a potential measurement error during the implant procedure.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with his device not functioning and experienced recurring urinary incontinence. Although the device continued to cycle, it was suspected that the cuff may have caused urethral atrophy or had been initially sized too small. Prior to explantation, a cystoscopic evaluation was performed, revealing a healthy urethra. Upon measurement, the patients urethra was found to be smaller than the original cuff size. As a result, the device was explanted and replaced, including the placement of a smaller cuff to better accommodate the patients anatomy. The procedure was completed successfully, and no further complications were reported.